Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was not reported. The patient was hospitalized for the event. On an unreported date, the patient was treated for the peritonitis with unspecified antibiotics (doses, frequencies, routes and therapy dates not reported). On an unreported date, the patient¿s pd catheter was removed. On an unreported date, further described as ¿two months ago¿ the patient was transferred to hemodialysis therapy. On an unreported date, the peritonitis was resolved and the patient was recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date from (B)(6) 2015, the patient was hospitalized for the peritonitis. The report was received from a consumer via a baxter market research program. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.